Event description:
It was reported that the caller was continually getting high impedances while trying to conduct the trial. The caller stated that they were doing a tri-pole trial. This was described as one octad sub compact lead and two quad leads. It was noted that during intra-operative testing all the connections were showing greater than 3,000 ohms at 3.0v testing level. The caller noted that they had tried switching out the multi-lead trialing cable (mltc), the external neurostimulator (ens) octad lead and the issue remained. The caller stated that they had stimulation up to 7v and the patient was not feeling it. The caller put one of the quad leads in while on the phone and noted that the patient was feeling stimulation with that particular lead. The caller noted that the lead location looked good on the x-ray and they even tried to advance the lead to see if that helped. The caller noted that they had tried taking lead out of mltc and cleaning it. Additional information received reported that they used another mltc and another lead to fix the situation in the operating room. It was noted that there was a suspected product defect. It was noted that the trial was on (B)(6) 2014. It was noted that the patient would be proceeding with the implant and the patient was doing well. Additional information received reported that the healthcare professional (hcp) felt that there was an issue with the mltc and trial lead causing the impedance issue. It was also noted that there was lead/extension/accessory positioning issue. The device was replaced with a product from the manufacturer. It was noted that the implant and explant date listed for both devices was (B)(6) 2014. The device was used in the patient. There was not a patient death or injury. The patient¿s status after removal was recovered without sequelae. Additional information was requested but was not available at the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: neu_ens_stimulator, serial# unknown, product type: external neurostimulator. Product ID: 977d160, lot# va0fg3k015, implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type. Product ID: neu_unknown_lead, serial# unknown, product type: lead. Product ID: 355531, lot# n428372, product type: screening device. Product ID: 3555-31, serial# unknown, product type: screening device. Product ID neu_stylet_acc lot# serial# implanted: explanted: product type accessory (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.